Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for dbs therapy indications. It was reported that the patient  experienced premature battery depletion along with open circuits. The issue is not yet resolved. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient's previous device lasted about 4 years with very similar settings and this one only lasted about a year and a half. Impedance of the old ins prior to explant on (B)(6)2019 were: monopolar 0 - (!) 2,532, 3 - x high and bipolar 0/3, 1/3, 2/3 were all x high. Settings were: c+, 2-, 2.0 volts, 90 ms, 185 hz. Impedance of the new ins implanted on (B)(6)2019 were: monopolar 0 - (!) 3,980, 3 - x high and bipolar 0/3, 1/3, 2/3 were all x high and 0/2 - (!) 4,222. Settings were: c+, 2-, 2.0 volts, 90 ms, 185 hz. It was reviewed that besides the impedances in general are not very good (indicating possible lead integrity issues). The system was not running on other bipolar contacts at any point, not on current mode, and there was not any other programming alterations. The rep thought the ins was already at eri with the session report showing 2.62 volts. On 2021-(B)(6), it was at 2.69 volts.